Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.